Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that after wearing the pod on the leg between 4 and 24 hours, the patient experienced high blood glucose (bg) levels of 30 mmol/l (594 mg/dl) developed an abscess and infection at the insertion site. The patient contacted the general practitioner (gp) over the phone, who prescribed antibiotics (name not specified) to treat the affected area. The patient used a manual insulin injection trough a pen and applied a new pod.